Event description:
It was reported that the ventilator stopped while on a patient. It is unknown if there was an audible alarm when the reported event occurred. The patient was switched to a back-up ventilator. No patient harm reported. It was also reported that they were unable to turn the ventilator back on.